Event description:
Clinical study. Same case as MFR# 6000089-2007-01386, 01388, 01389, 01390, 01392, 6000093-2007-01849, and same patient as 600089-2007-01085. It was reported that 545 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention for a q-wave myocardial infarction (mi). On the day of the index procedure, the patient was admitted due to a two week history of exertional chest tightness with associated shortness of breath. An exercise treadmill test revealed evidence of ischemia. The patient was diagnosed with new onset of angina and cardiac catheterization was recommended. Target lesion 1 (5 mm long) was identified was identified in ostium of the first posterolateral branch (1st rpl) with 95% stenosis and a 3.0 mm reference vessel diameter. Lesion 1 was treated with an attempt to place a 2.50mm x 13mm non boston scientific stent which would not cross the lesion. Next, the lesion was treated with pre-dilatation and an attempt was made to place a 2.75mm x 16 mm taxus express2 drug eluting stent which would not completely cross the lesion. After an iron man guidewire was advanced to the pl branch, the 2.75mm x 16 mm taxus express2 drug eluting stent was eventually deployed. Residual stenosis was 0%. It was noted that the lower portion of this stent probably did protrude into the bifurcation across the origin of the right posterior descending artery (r-pda) but there was no impairment of flow or shift of plaque into the (pda) and timi iii flow to both distal vessels was noted. Target lesion 2 (10 mm long) was identified in the ostium of the first obtuse marginal branch (1st om) with 90% stenosis and a 3.0 mm reference vessel diameter. Lesion 2 was treated with pre-dilatation using a 2.5 mm viva balloon which ruptured at 8 atmospheres and a 3.0 x 15 mm quantum balloon was inserted to further dilate the lesion and a 3.0mm x 20mm taxus express2 drug eluting stent was placed. Residual stenosis was 0%. It was noted that the small posterior continuation of the left circumflex (lcx) was jailed by the stent but there was no loss of flow. Target lesion 3 (50 mm long) was identified in the proximal left anterior descending artery (prox lad) with 95% stenosis and a 3.0mm reference vessel diameter. Lesion 3 was treated with pre-dilatation and placement of a 2.75mm x 12 mm taxus express2 drug eluting stent overlapping with the distal stented segment. Residual stenosis was 0%. Target lesion 4 (10 mm long) was identified in the 2nd diagonal branch (2nd dx) with 90% stenosis and a 2.75 mm reference vessel diameter. Lesion 4 was treated with pre-dilatation and placement of a 2.50 mm x 24 mm taxus express2 drug eluting stent with about 18 mm extending into the prox lad. A 2.50mm x 12 mm taxus express2 drug eluting stent was advanced to the distal end of the dx but could not be placed "as far down-stream" as was desired and was deployed in tandem but with subsequent overlap of the first stent. The distal dx was then treated with further dilatation and a 2.50mm x 8mm taxus express2 stent was deployed. Following post-dilatation, residual stenosis was 0%. Target lesion 5 (50 mm long) was identified in the mid left anterior descending artery (mid lad) with 95% stenosis and a 3.0mm reference vessel diameter. This was a bifurcating lesion with the dx. Lesion 5 was treated with pre-dilatation and placement of a 2.50 x 24 mm taxus express2 drug eluting stent using crush technique to crush the lad portion of the stent extending above the bifurcation. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. At 545 days post index procedure, the patient was admitted due to chest pain with mild shortness of breath not relieved by nitroglycerin. The patient was treated with nitroglycerin, thrombolytic therapy, and heparin drip. An ECG showed st segment elevations in v1-v3 with intermittent left bundle branch block. The patient's cardiac enzymes met guideline criteria for an myocardial infarction (mi). Cardiac catheterization was recommended and the patient was transferred to the enrolling hospital. Of note, the patient has discontinued clopidogrel six months post index procedure. The mi resolved two days later with successful reperfusion clinically after thrombolytic therapy. The patient was discharged on the fourth day on aspirin and clopidogrel. In the opinion of the physician, the event was not related to the taxus stent. The physician further reported that the relationship to the target vessel was probable. The clinical event committee adjudicated the relationship of the taxus stent as possibly related and the relationship to target vessel as probable.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device was not returned, therefore, no direct product analysis will be available. As no device was returned for analysis, it is not possible to determine the root cause.